Event description:
Complainant alleged that the device's display was not working. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The distributor indicated that the device is not returning to zoll medical corporation for evaluation.